Manufacturer narrative:
T was reported that the device alarmed an technical alarm, indicating ventilation stop (disabled valves). The ventilator device control printed circuit board (pcb) was replaced and returned for technical investigation. Simulated use testing did not reproduce the reported issue, 24 hours ventilation on a test lung, and two pre-use check successfully passed without any kind of deficiency or errors. The evaluation of the received device logs can confirm the reported alarm indicating disabled valves, other alarms indicating an internal memory error and control error due to software or hardware failure could also be confirmed. The device logs show that after the ventilator device was restarted, the alarms did not generate again. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturer's ref # (B)(4).

Event description:
It was reported that the ventilator generated three technical error codes indicating communication error with control pcb, internal memory error and disable valves. There was no patient harm. Manufacturer's reference #: (B)(4).